Manufacturer narrative:
Unique device identifier (UDI)-(B)(4). Perforator was returned for evaluation: device history record (DHR)- cannot be reviewed given the lot number of the involved device is unknown. Failure analysis- visually inspected utilizing unaided eye: the device was received disassembled, organic matter was found, no eto label was present, and damage to the molded sleeve not from manufacturing were present. Complaint could not be verified. The perforator was found to meet all acceptance criteria (IFU and functional testing). No manufacturing, workmanship, or material deficiency has been identified. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that while using the codman disposable perforator it began to shake when he perforated and had gotten stuck in the bone while placing the 1st burr hole on the top of the head during a craniotomy for a chronic subdural hematoma. To remove the device, the physician made the drill spin backwards, causing the sleeve part to break and spread the sleeve fragments onto the operative field. All fragments were retrieved safely. The device was changed to a new one and the procedure was completed. Surgical delay within 30 minutes was observed. The patient is doing well.